Event description:
It was reported that during a pre-use check a foreign substance was found in the filter. No patient injury was reported.

Manufacturer narrative:
One extension set was returned for evaluation. Visual inspection of the returned device and the photos provided show a black embedded particle in the filter. The particle was measured using a tappi chart. The particle size was 0.03mm squared. The specification for embedded particles is up to 1 equal or less than 0.4mm squared. Therefore, the sample is within specification. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07681 is no longer considered reportable, please disregard any MDR reports associated with it.